Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during a procedure, part of the proximal end of the flexor high-flex ansel guiding sheath uncoiled and separated. The sheath was placed in the patient's femoral artery; the tip of the sheath was required to be extracted from the patient's anatomy. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), specifications, quality control, and visual inspection of the returned device was conducted during the investigation. A flexor high-flex ansel guiding sheath was returned for investigation. Biomatter was present. The proximal section of sheath tubing measured 46.7 cm, which indicates that the separation occurred at the proximal bond site. The separated distal tubing segment was not returned. The separation site was smooth and there were no signs of elongation. There was approximately 81 cm of stretched coil exiting from the proximal tubing segment. Separated liner was found within the exposed coil, which was 3.3 cm in length. No other signs of damage were noted. A document-based investigation was performed. Review of the device history record of the finished product shows no nonconforming events. A review of the subassembly lots showed three non-conformances, however all non-conforming product was scrapped prior to completion of the finished lot. There were no other reported complaints for this lot number. There are no indications that the complaint device was not manufactured to specification. No information was provided regarding the patient¿s anatomical features (such as vessel tortuosity's or calcifications), other devices used with the complaint device, or whether the introducer dilator was inserted prior to removal of the sheath. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.